Manufacturer narrative:
The device has not yet been received for evaluation. Should additional information be received a supplemental form will be completed.

Event description:
It was reported the pump was dropped and the screen on quick bolus button fell off. No impact to customers' blood glucose level.